Event description:
It was originally reported that the device was jammed. After evaluating on 02/19/07 the device was found to produce straight shots.

Manufacturer narrative:
Complaint was confirmed for straight shots due to a small piece of wire being lodged in the tip of the device. This occurs when the user deploys more than the recommended maximum number of constructs as specified in the instructions for use for this device.